Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly and device test failed noted. Device passed the delivery accuracy test at 0.08470 inches.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 232 mg/dl at the time of incident and other blood glucose value was 500 mg/dl. Customer reported that, the insulin pump alleging under delivery. Customer performed high pressure test and insulin pump was alarmed at 3.8 unit. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was not active at time of high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer treated with manual shot. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.